Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes first rib/c lavicle crush and lead impedance of >1990 ohms in the bipolar configuration.~~~